Manufacturer narrative:
Suspected meter was evaluated by ok biotech. Error message "e-b" means battery cannot provide enough power for a test. After we placed new batteries into meter, the meter still showed e-b. We check battery compartment and found the corrosion because of battery leakage. User might exposed meter to water or high temperatures or did not use the meter for more than 3 months but keeping batteries into meter.

Event description:
End-user alleged that on (B)(6) 2018 around 0730 the paramedics were called due to symptoms of hypoglycemia. End-user alleged the meter would not provide a result and would display the low battery error code, e-b. It is unknown when the end-user last received a numerical result on the prodigy meter. Paramedics arrived and performed a blood glucose test on the end-user and received a 20 mg/dl with their meter. End-user was treated with IV fluids (unknown concentration of fluids) to raise his blood glucose. End-user was transported to the hospital, upon arrival end-user alleged his blood glucose was 20 mg/dl and he received more IV fluids to raise his blood glucose level. End-user remained in the hospital for 5 days and no other treatment was provided. Upon discharge the end-user's blood glucose was reported to be 180 mg/dl. End-user was advised to follow up with pcp and to start a sliding scale with basaglar. End-user stated he did not know the prescribed sliding scale. No additional details were provided in regards to this medical event.